Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 154 mg/dl at the time of the incident. Customer stated that she has had the pump for over 3 years and last night she started getting a flashing screen. Customer reported that she could not get it to clear so she removed the battery and put it back in. She then received a battery out limit alarm. Customer stated that when she heard a small buzzing sound coming from the pump. Customer stated that none of the buttons are working and she cannot clear the battery out limit alarm. Customer mentioned that the last 3 days, she had a low blood glucose reading of 50 mg/dl and 51 mg/dl. Customer drank sprite and ate a peanut butter sandwich for the low blood glucose. Customer is not connected to the pump now and is on manual injections. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump powered up properly after the battery installation and no blank display was noted. The pump was received with a button error alarm and had unresponsive buttons due to the corroded keypad traces. They were unable to perform the operating current test to verify the battery out limit or unable to perform the rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to the unresponsive buttons. There were no unexpected numbers ramping/scrolling during testing. No unexpected audio/beep anomalies were noted. The pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker.